Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('myometrium bilateral essure noted') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included morbid obesity and stress urinary incontinence. Concomitant products included ibuprofen, montelukast and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet xr). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), transient ischaemic attack ("blood or heart disorder/condition type: tia/ transient ischemic attack/ mini pre-stroke"), abdominal pain ("abdominal pain"), allergy to metals ("allergic reaction to nickel/ nickel allergy"), weight fluctuation ("weight fluctuations"), mood swings ("mood swings"), headache ("headaches"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ heavy menstrual cycle/ long menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe: frequent yeast infections"), migraine ("migraines/headche"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes all over body"), skin irritation ("rashes or skin conditions type: skin irritation"), pruritus ("rashes or skin conditions type: itching"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation problems"), abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"), alopecia ("hair loss"), breast pain ("breast pain"), back pain ("back pain"), chest pain ("chest pain"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("other injury(ies) or complication please describe: cramp menstrual cycles"), swelling ("other injury(ies) or complication please describe: swelling"), vulvovaginal burning sensation ("other injury(ies) or complication please describe: burning in the vagina"), hot flush ("other injury(ies) or complication please describe: hot flashes"), night sweats ("other injury(ies) or complication please describe: night sweats"), abdominal pain lower ("other injury(ies) or complication please describe: cramping"), amnesia ("neurological conditions or problems type: short-term memory loss") and memory impairment ("neurological conditions or problems type: forgetfulness") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, transient ischaemic attack, abdominal pain, allergy to metals, weight fluctuation, mood swings, headache, heavy menstrual bleeding, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, fungal infection, migraine, nausea, depression, anxiety, rash, skin irritation, pruritus, dyspareunia, fatigue, constipation, abdominal distension, alopecia, breast pain, back pain, chest pain, vaginal discharge, weight increased, dysmenorrhoea, swelling, vulvovaginal burning sensation, hot flush, night sweats, abdominal pain lower, amnesia and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, breast pain, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, memory impairment, migraine, mood swings, nausea, night sweats, pelvic pain, pruritus, rash, skin irritation, swelling, transient ischaemic attack, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions. Approximately four trailing coil on left and one on right were noted post-procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilaterally essure micro-insertion in place.. Mammogram - on an unknown date: stable being finding. Pathology test - on (B)(6) 2021: the left fimbriated fallopian tube is red-tan measures s.o cm in length by 0.5 cm in diameter and presents a intact, metallic essure coil sterilization device in the proximal lumen the right fimbriated fallopian tube is red-tan measures 6.0 cm in length by 0.5 cm in diameter and presents a intact, metallic essure coil sterilization device in the proximal lumen .also noted is a paratubal cyst filled with clear fluid presents a intact, metallic essure coil sterilization device in the proximal lumen .also noted is a paratubal cyst filled with clear fluid. Ultrasound pelvis - on (B)(6) 2021: myometrium: normal echogenicity. Bilateral essure devices noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary tract infection and embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of ptc. Embedded device event and lab data added added from sd dated: (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included morbid obesity and stress urinary incontinence. Concomitant products included ibuprofen, metformin hydrochloride; sitagliptin phosphate monohydrate (janumet xr) and montelukast. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), transient ischaemic attack ("blood or heart disorder/condition type: tia/ transient ischemic attack/ mini pre-stroke"), abdominal pain ("abdominal pain"), allergy to metals ("allergic reaction to nickel/ nickel allergy"), weight fluctuation ("weight fluctuations"), mood swings ("mood swings"), headache ("headaches"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ heavy menstrual cycle/ long menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe: frequent yeast infections"), migraine ("migraines/headche"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes all over body"), skin irritation ("rashes or skin conditions type: skin irritation"), pruritus ("rashes or skin conditions type: itching"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation problems"), abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"), alopecia ("hair loss"), breast pain ("breast pain"), back pain ("back pain"), chest pain ("chest pain"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("other injury(ies) or complication please describe: cramp menstrual cycles"), swelling ("other injury(ies) or complication please describe: swelling"), vulvovaginal burning sensation ("other injury(ies) or complication please describe: burning in the vagina"), hot flush ("other injury(ies) or complication please describe: hot flashes"), night sweats ("other injury(ies) or complication please describe: night sweats"), abdominal pain lower ("other injury(ies) or complication please describe: cramping"), amnesia ("neurological conditions or problems type: short-term memory loss") and memory impairment ("neurological conditions or problems type: forgetfulness") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, transient ischaemic attack, abdominal pain, allergy to metals, weight fluctuation, mood swings, headache, heavy menstrual bleeding, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, fungal infection, migraine, nausea, depression, anxiety, rash, skin irritation, pruritus, dyspareunia, fatigue, constipation, abdominal distension, alopecia, breast pain, back pain, chest pain, vaginal discharge, weight increased, dysmenorrhoea, swelling, vulvovaginal burning sensation, hot flush, night sweats, abdominal pain lower, amnesia and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, breast pain, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, memory impairment, migraine, mood swings, nausea, night sweats, pelvic pain, pruritus, rash, skin irritation, swelling, transient ischaemic attack, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions. Approximately four trailing coil on left and one on right were noted post-procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilaterally essure micro-insertion in place.. Mammogram - on an unknown date: stable being finding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"urinary tract infection" most recent follow-up information incorporated above includes: on 15-sep-2021: medical record received. Case became incident removal deatils updated. Removal surgery added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.